Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the plunger didn't push out the lens properly and the surgeon struggled to get the second haptic released. On implantation into the eye, the iol optic was observed to be scratched. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. The verbatim report received identifies that there were difficulties in implanting the lens with the surgeon struggling to advance the lens and achieve a complete injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued advancement of the injector at the point resistance is felt is a deviation from the IFU and is likely the causative factor to the lens being delivered in a damaged condition in this case. Our review of production records for the rayone toric rao610t batch 104252689 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event: no other incidents, of any type, have been received against the rayone toric rao610t batch 104252689.

Event description:
On 7th april 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone toric rao610t. The event description provided states that the plugner didn't push out the lens properly and the surgeon struggled to complete injection of the lens and when in the eye the optic was observed to be scratched. The lens was explanted and exchanged.